Event description:
It was reported that during a procedure in the mid rca, the viking optima was unable to be positioned at the coronary ostium. The device could not be rotated or positioned and the guiding catheter kinked. Difficulties were encountered withdrawing the viking optima and when withdrawn, the device was separated in two pieces. Both pieces were retrieved, and reportedly there was no pt injury. The procedure was completed using another co's guiding catheter. Upon further review of the returned product evaluation and investigation, this is being filed as a malfunction MDR due to the location of the separation.